Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h6, and h11. The device was not returned to olympus for inspection; therefore, the reportable malfunction was not confirmed. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined as there was no product returned. The event can be detected/prevented by following the instructions for use which state: chapter5.1 assembly caution risk of damaging the instrument make sure to turn the jaws insert until it stops during assembly of the needle holder as described above. If the jaws insert is not securely attached to the handle, the jaws insert will be overstressed during use and may be damaged should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was bending of the tip. The issue was found upon installation. There were no reports of patient involvement.